Event description:
It was reported that the patient was admitted to (B)(6) with a return of dystonia. The hcp was not familiar with operation of deep brain stimulation systems and did not have a clinical programmer. The hcp did not have any information regarding why the device stopped working. The patient was intubated and it was reported that she was doing fine.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v088235, implanted: (B)(6) 2010, explanted: na; lead: model 3387s-40, lot# v319140, implanted: (B)(6) 2010, explanted: na; extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; programmer: model 37642, serial# (B)(4).